Event description:
It was reported that the customer experienced high blood glucose while being at the hospital. The caller stated that the buttons were unresponsive at times. The blood glucose reading at time of call was 232mg/dl. Reviewed the alarm history and found a button error alarm. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Manufacturer narrative:
The insulin pump received with intermittent button response and button error alarm due to corroded keypad traces. The insulin pump passed functional testings including displacement test, rewind, basic occlusion, occlusion, prime and no delivery tests. The insulin pump had loud noise during vibrating due to vibrator adhesive not adhering. The insulin pump had a cracked display window corner, scratched lcd window and cracked reservoir tube lip.